Manufacturer narrative:
Mml reference #: (B)(4). B2-other: infection. Other device explanted: model: 8145 description: percutaneous stimulation lead s/n: (B)(6), UDI: (B)(4).

Event description:
It was reported that the device was explanted because the infection had not resolved despite continued use of oral antibiotics and regular wound management. The device was explanted successfully with no complications. The device manufacturing and sterilization records were reviewed. All passed the sterilization process, and no observation would have contributed to the suspected infection.

Manufacturer narrative:
Mml reference #: (B)(4). B2-other: infection. Other device explanted: model: 8145 description: percutaneous stimulation lead. S/n: (B)(6). UDI: (B)(4). The device was received for evaluation. The implantable pulse generator (ipg) passed the functional test. The lead assemblies were cut into two segments- no functional testing can be performed. A visual inspection of the ipg and leads, including a review of the device manufacturing record and sterilization process, was performed. No non-conformances were found that could have contributed to the alleged infection. Updated h6. This report is associated with manufacturing report number 3013017877-2024-00021.

Event description:
It was reported that the device was explanted because the infection had not resolved despite continued use of oral antibiotics and regular wound management. The device was explanted successfully with no complications. The device manufacturing and sterilization records were reviewed. All passed the sterilization process, and no observation would have contributed to the suspected infection.